Manufacturer narrative:
The reported complaint that "autopulse platform (sn 34624) did not power up" was not confirmed during functional testing. The autopulse platform powered up normally using known-good test batteries at zoll service depot. The customer's reported complaint that "the autopulse platform has visible cracks on the housing" was confirmed during the visual inspection. Based on the photos provided by the zoll service team, the autopulse platform was received at zoll with a heavily damaged shipping box, which was ripped at multiple locations. The platform's top cover was severely broken on the edges, and there were large/wide cracks and openings going around the platform. Both the front and bottom enclosures were cracked and broken at multiple locations. These observed physical damages appeared to be characteristic of harsh impacts, most likely caused by user mishandling and handling during the shipping and transportation of the platform to zoll. The damaged covers need to be replaced to address the issues. Archive data review showed several fault code 16 (timeout moving to take-up position) around the customer's reported event date, unrelated to the reported complaint. The autopulse platform powered on multiple times with no issues and the reported complaint was not replicated. The fault code 16 error, observed in the archive data, was not reproduced during the functional testing at zoll. The root cause of the intermittent occurrences of fault 16 was most likely related to a seized brake gap on the drivetrain motor. A review of the autopulse platform archive revealed that frequent daily checks had not been performed. The storage condition of the platform is not known, but the customer is located in (B)(6), which is a high-humidity location. Required daily device checks per the zoll user manual and storing the autopulse in a low-humidity location help prevent the brake from seizing. Also, no documented report was found showing that regular preventative maintenance (pm) had been performed on this autopulse platform since the customer acquired it in 2018. The lack of regular maintenance could also lead to degradation of the mechanical components of the drivetrain, including brake seizure. Zoll service personnel used ipa (isopropyl alcohol) to clean the brake housing area as a precaution against fault code 16. A brake gap inspection was then performed and verified the brake gap was within the specification. Zoll is awaiting the customer's approval for repair.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(6)) did not power up during shift check. The customer replaced the autopulse li-ion battery with a fully charged battery, but the issue persisted. The customer tested the battery in another autopulse platform, and it powered on the platform as intended. In addition, the customer reported visible cracks on the platform's housing. No patient involvement.